Event description:
A cartridge alarm was reported by the caller, who experienced consecutive cartridge alarms though not previously with this specific pump's serial number. There was no adverse impact to the customer¿s blood glucose level, maintaining below 500 mg/dl. Technical support decided to replace the pump and advised the customer on storage instructions and the return process for the faulty pump. The customer was informed that the replacement pump would arrive with updated software and agreed to use multiple daily injections (mdi) for insulin delivery until the replacement arrived, understanding the procedure and acknowledging the steps involved.